Manufacturer narrative:
(B)(4). Investigation summary the analysis results found that the (B)(4) device was returned with no apparent damage. In addition, a malformed clip was returned inside of a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed nine conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. In addition, a photo was received for review and upon visual inspection of the photo, the following was observed: the photo shows a clip not properly formed on a gauze. Based on the photo, no conclusion or root cause could be determined. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic hepatectomy, the clip was unformed at the first firing. The surgeon commented that he did not feel something was wrong with the device during firing. After the first firing, the device was fired outside the patient for functionality, and the clip was formed as it intended. Endo clip iii (medtronic) was used as well. Another competitive device was used to complete the case. The clip was used for the intermediate hepatic vein and there was no bleeding caused by this event. There were no adverse consequences to the patient. No further information is available.